Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed that the imaging window was kinked. Microscope inspection showed ripples on the imaging window.

Event description:
Reportable based on device analysis completed on 06 dec 2025. It was reported that a catheter issues occurred. The 80% stenosed target lesion was located in the moderately tortuous and mildly calcified mid left circumflex coronary artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion; but the ivus catheter could not cross the lesion due to angulation. The procedure was completed with another of the same device. The patient was stable, and no complications were reported. However, device analysis revealed that the imaging window had ripples.